Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-03136. It was reported that the patient presented via remote transmission. Upon review, it was noted that there were multiple automatic mode switch episodes and noise reversions. Further interrogation revealed all automatic mode switch episodes were due to oversensing on right atrial lead. Atrial noise reversions were also noted. Noise oversensing was also noted on the right ventricular lead which resulted in noise reversions. The impedance, threshold and sensing measurements were within normal limits. No intervention was performed, and the leads remain implanted. The patient was stable and will continue to be monitored.